Manufacturer narrative:
Product event summary: the lead was returned, analyzed, and analysis revealed no anomalies.

Event description:
It was reported that during the implant attempt the right ventricular (rv) lead dislodged while the pocket was being sewn. The lead was explanted and a new lead was attempted with the same results. The lead was explanted and a new lead was successfully implanted. It was noted that the patient did not have very good anatomy and either lead would not track very far out. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt the right ventricular (rv) lead dislodged while the pocket was being sewn. The lead was explanted and a new lead was attempted with the same results. The lead was explanted and a new lead was successfully implanted. It was noted that the patient did not have very good anatomy and either lead would not track very far out. No patient complications have been reported as a result of this event.